Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (10 mg/ml at 5.785 mg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient missed a refill of the pump due to domestic relation issues and the pump was empty. The empty pump alarm occurred on (B)(6) 2015. The patient was seen by her family physician and given a fentanyl patch. No patient symptoms were reported. Additional information was received on (B)(6) 2015 from the healthcare professional and it was reported that the actions/interventions for the empty pump were "discuss safety of refilling pump and continuing therapy in this setting&#56224; the resolution of the event was noted as "patient hospitalized in (B)(6)".